Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test test at 0.08715 inches.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 387 mg/dl. The customer¿s blood glucose level was 326 mg/dl at the time of incident and the current blood glucose level was 210 mg/dl. The customer was treated with insulin drip and exro drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.